Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in france, a transcatheter valve replacement procedure was performed to implant a 26 mm sapien 3 ultra valve in the aortic position by a transfemoral artery approach. During the procedure, at the end of inflation of the commander delivery system, a balloon burst occurred, and blood was observed in the syringe. There was a calcification in the left ventricular outflow tract connected with the mitral valve; however, it was unknown whether this was the reason for the balloon burst. The valve seemed to be fully deployed; however, the physician subsequently decided to post-dilate the valve using a 29 mm non-edwards balloon. The procedure was completed with no paravalvular leak observed, and the patient remained in stable condition.